Event description:
Account reports "about a half a dozen" incidents in which the infusion pump alarms due to presence of air in the tubing, the healthcare provider checks set-up and notes "large column of air" is noted in the tubing. Migrating past the filter and down the remaider of set, (account does not utilize a clip-on sensor). Reporter stated, "when we had the old filter, it always eliminated the air in the set, but with this one, it passes through and down the rest of the tubing, with only some air being removed at the filter." No difficulties encountered during priming. Utilized in pediatric unit, reported device is attached to a buretrol set, and pumps are always utilized. Infusates vary from maintenance solution to chemotherapeutic agents, with rates of 50cc's to 100cc/hr. Writer inquired if pt compromise had occurred due to air migrating to pt, and reporter responded, "not yet". Samples not saved, but will do so if issue recurs.